Event description:
The customer reported that the canopy has a hole by the window panel on the material. There was no patient injury reported.

Manufacturer narrative:
Eval results: evaluation of the returned product shows that the large window a has a one inch vinyl tear.